Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump replacement surgery, due to the normal end of life (eol) of the device, it was observed that the connector attached to the pump was broken, probably due to the pressure created by the silk suture. It was impossible to connect the catheter in a safe manner to the new pump. For this reason, the patient's physician decided to cut the connector and two centimeters of the pump side catheter. The cut catheter was replaced with an equivalent length of a new catheter and connector. A new (B)(4) pump side catheter was used. The replaced catheter was discarded in the operating room. There were no further medical complications noted. Baclofen was used in the patient's pump, but there was no information provided regarding the concentration or dosage of the pump medication. There were no patient-related problems and the patient continued with the therapy. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be provided if additional information becomes available.